Event description:
Patient with spondylolisthesis at l4-l5 was implanted with a matrix construct on an unk date. Six weeks postoperatively it was noted that one of the locking caps at the right l4 screw was not seated in the head of the screw and the listhesis had moved back. During the revision procedure, it was noted that left l4 screw was not seated in the pedicle and three other locking caps were loose. Three of the screws were still intact, which may have caused on overload to the left l4 screw. This is the 9th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.